Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that some days prior to (B)(6) 2017, some reagent alarms were encountered on the cobas e 411 immunoassay analyzer (e411). The root cause of these alarms was determined to be either the water quality or contamination of the probe. The system water was changed and the probe was thoroughly cleaned. No more alarms were encountered after these actions. The field service engineer also proactively checked the analyzer tubing. The customer stated that they later received erroneous results for two patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on a the e411 analyzer. The erroneous results were reported outside of the laboratory to the cardiologist. A sample from the first patient was tested and resulted as 16.63 pg/ml accompanied by a data flag. A second sample was collected from the patient and tested, resulting as 3.80 pg/ml. Both samples were repeated, resulting as 6.51 pg/ml for the first sample and 5.65 pg/ml for the second sample. Both samples were also repeated twice on (B)(6) 2017, resulting as follows: 6.00 pg/ml and 5.62 pg/ml for the first sample, 4.33 and 3.97 for the second sample. A sample from the second patient was tested on the e411 analyzer on (B)(6) 2017, resulting as 16.4 pg/ml. A second sample was collected from the patient and tested, resulting as 5 pg/ml. The first sample was then repeated, resulting as 3 pg/ml. No adverse events were alleged to have occurred with the patients. The lot number of the tnths reagent was 17645200; the expiration date was 12/31/2017. The sample probe adjustment and tubing of the analyzer were determined to be ok. The laboratory environment is contaminated with a lot of dust that may either originate from outside traffic or from a worn out ceiling. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Quality controls were run on the analyzer only once per month. Based on the fact that the laboratory is contaminated with a lot of dust and the instrument showed previous issues with water quality and a contaminated probe, a general environment issue is the most reasonable root cause.